Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav eco catheter and a thrombus/clot was observed on the catheter. There were no patient consequences. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available. The presence of a thrombus/clot on a catheter intraoperatively presents a potential risk to the patient, making this event MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a pentaray nav eco catheter and a thrombus/clot was observed on the catheter. There were no patient consequences. The device was visually inspected, and it was found in good conditions. Deflection testing was performed and it was found within specifications. The catheter was deflecting correctly. Magnetic sensor functionality was tested on carto and the catheter was properly visualized with no errors were observed. Irrigation testing was performed, and the catheter failed. Failure analysis was performed and the catheter was dissected on the tip area. The irrigation tubing was found folded and the triple lumen separately from the tip. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was not confirmed, no clot was observed. The root cause of the irrigation tube folded cannot be determined. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a pentaray nav eco catheter and a thrombus/clot was observed on the catheter. On (B)(6)2018 information was received indicating the manufacture date of: (B)(6)2017 and expiration date of: (B)(6)2010. Corresponding fields of this report have been updated. On (B)(6)2018 information was received indicating the system did not present any error messages and there were no issues related to temperature and flow on the pentaray nav high-density mapping eco catheter. Generator parameters were set to power control mode and the power setting was 30w. Heparin anticoagulant was used. The patient has not exhibited any neurological symptoms since the procedure was completed. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 17756325l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacture reference no:(B)(4).